Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report) and e2 (¿no¿ was selected in error on the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device as not been returned to evaluation, but the device is expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported during preparation for a procedure, the evis exera iii video system center's analog image path was malfunctioning and the attached monitor showed no picture. The customer reported a replacement device was used for the procedure and there was no patient injury.